Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon burst occurred. Vascular access was obtained utilizing ipsilateral antegrade approached with a 6f short sheath. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery (sfa). A non-bsc guide wire and microcatheter was inserted to cross the lesion but the microcatheter was unable to advance from the midway of the sfa. A 3f sheath was then advanced by popliteal puncture and a non-bsc guidewire was advanced from below but was unable to cross. Then, a 90-40 non-bsc guide wire was advanced from the above but failed to cross. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was inserted to dilate the portion of the microcatheter where it became stuck. However, during the first inflation at 5 atmospheres, the balloon ruptured. Another non-bsc guide wire was attempted to cross but was unsuccessful. The 3f sheath was then replaced with 4f sheath and another non-bsc guide wire crossed the lesion. Predilatation was performed with a 5mmx22cm sterling balloon catheter and a non-bsc stent was implanted. Post dilation of the stent was performed using a 5mmx22cm sterling balloon catheter. No patient complications were reported.